Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead was found to have dislodged into the right ventricle. An attempt was made to reposition the lead; however, a stylet could not be inserted down into the lead so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh 14-45 gray stylet was inserted into the lead and came to an occlusion at 1.5 cm due to distorted distal conductors from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.